Event description:
It was rpeorted "pt reported that allegedly he bagan to experience "squeaking" of his components approxiamtely one year post op. He reported that the noise is associated with normal activities, that they occur when walking up and down stairs and moving 10 or more steps. He also reported femur pain, feeling like "charlie horse" and buttock pain."